Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) jumped during fixation. After fixation was achieved, electrical parameters were not adequate. The lp was removed from the patient and was released from the delivery catheter with difficulty. Reimplant was reattempted but unsuccessful. The atrial implant attempt was abandoned. The patient was in stable condition.